Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced ventricular arrhythmias. Anti-tachycardia pacing (atp) was provided to this patient which did not convert the rhythm but slowed the rhythm below the ventricular tachycardia (vt) therapy zone. Technical services (ts) recommended programming optimization. This ICD remains in service. No adverse patient effects were reported.